Event description:
It was reported that when patient was expected to transport while using the cardiosave intra-aortic balloon pump (iabp), the device was providing a "transducer: no cable" message. However, customer were able to successfully replace the faulty blood pressure arterial transducer adapter cable with another which resolved the "no cable" message. There was patient involvement and no injury or harm reported.

Manufacturer narrative:
Due to character limit in d10 (teleflex pump and the balloon catheter arrow balloon catheter). Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had a patient to transport while using the cardiosave rescue. The customer reported that the facility from which the patient was coming from was using a teleflex pump and the balloon catheter inserted was an arrow balloon catheter. The cardiosave rescue was providing a "transducer: no cable" message, and the customer had already troubleshot by replacing the arterial transducer cable, as well as the arterial transducer set up. The customer had also powered off and on the cardiosave rescue. Personnel started a video call and saw all connections were appropriate and saw the customer switch to the third transducer cable appropriately ensuring that all connections were secure. Personnel explained why no cable message appeared and recommended replacing the blood pressure arterial transducer adapter cable, however the customer stated they did not have an extra cable. It was explained that an arterial source is needed for the cardiosave and the customer stated they would consult with others to develop a plan. Personnel suggested a call back should they need additional troubleshooting assistance. Personnel followed up with the customer and they mentioned another cardiosave rescue was coming for replacement and was unsure if the faulty cardiosave rescue would go for service but would find out and let personnel know. At a later call, the customer stated they were able to successfully replace the faulty blood pressure arterial transducer adapter cable with another which resolved the "no cable" message.